Event description:
It was reported that artifacts were observed on the egms and was reproducible with isometric exercises. The sensing anomaly caused multiple inappropriate vf detections.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2010 the lead was capped and replaced.

Manufacturer narrative:
The reported sensing anomaly was confirmed. Analysis found the outer insulation abraded through at 7.5 cm from the pin. The lead abrasion is consistent with that produced by friction with the ICD can and could cause the reported anomaly. The electrical characteristics of the lead were found to be normal.